Event description:
During rf procedure when the unit was turned on, error 15 appeared and the case had to be rescheduled.

Manufacturer narrative:
Unit failed for error code 15 on power up. Isolated incident.